Manufacturer narrative:
Cloud data for the day of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used only in manual mode. The phb data showed that the system was correctly delivering the user's manual basal program, with the total pulses delivered count tracked by the pod correctly incrementing as basal insulin pulses were delivered. No evidence of a basal program issue was observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported controller software - basal program issues. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone15.2. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The caller, identified as the patient's spouse (not an authorized contact), reported that the pod was delivering bolus doses normally, but was not providing basal insulin. The reported glucose level at the time of the issue was 223 mg/dl. No recent messages or alarms were noted on the controller app. During the call; the spouse was unable to provide additional information. While guiding the spouse on the step, it was observed that the insulin on board (iob) reflected only manual boluses, with no basal contribution, despite the basal program being active in the app.